Event description:
It was reported that patient was seen in the emergency room after receiving multiple shocks for ventricular fibrillation. The device had reached end of service and was able to charge but not deliver the shock, so external defibrillation was required. The device was noted to have early battery depletion. The device high voltage therapies were noted to be programmed off to conserve the remaining battery for overdrive pacing. The device was replaced two days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a charge circuit timeout alert, and the high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). The charge circuit timeout was recorded on (B)(6) 2014, during a ventricular tachycardia (vt)/ ventricular fibrillation (vf) storm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.